Event description:
It was reported that st segment elevation occurred. The patient was under monitored anesthesia care (mac) and intracardiac echocardiography (ice) was used for transseptal puncture and device deployment. A 20mm watchman flx laa closure device was deployed. Immediately after the device was deployed, the physician noticed st segment elevation in inferior leads and the patient began moving on table. They were moving their legs and arms but were still quite sedated. Systolic blood pressure dropped to 76 from low 100s. The anesthesiologist gave patient IV. After a few minutes, sts came back down to baseline. The patient's blood pressure normalized. The closure device met the release criteria and was successfully implanted. Patient was awakened from anesthesia, and no complications were noted. The patient was transferred to cardiac recovery. It was unclear what caused the st segment elevation, but the physician believed it may have been air, however, no air was detected in the delivery or access system. Air was not noted under fluoroscopy when device was coming up, nor were bubbles noted on ice. It was noted that the patient had recovered fully.